Event description:
Device interrogation at office visit revealed that the normal mode output current was set to 0ma instead of to prescribed parameter. User error during previous programming session is suspected.